Event description:
This 43-yr-old female presents with deflated right breast prosthesis. This is the second surgery for deflation of the implanted device, the first being 1/20/95. The original implantation was performed in 1989. Gross exam: almost entirely deflated prosthetic breast implant weighing 30 gm. A defect cannot be indentified.